Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 176 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Customer received a replacement battery cap and the blank display anomaly was not resolved. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a failed battery test alarm due to a corroded battery tube. No blank display or display anomaly was noted during testing. Unable to perform the functional tests or check the operating currents due to the failed battery test alarm. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. No damage inside the pump noted.